Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 80-year-old female patient (61kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient suffered cardiac tamponade. After pacing from inside the veins, and when checking for exit block, there was a steep drop in the patient's blood pressure. The effusion was initially confirmed with an intracardiac echocardiogram and again with a transthoracic echocardiogram. At this time the physician put in a temporary pacer. This was planned based on the patient's post-ablation heart rate and unrelated to the effusion. The patient then underwent a pericardiocentesis and as of the time of the call a little over 600cc of fluid was removed and was being transfused back into the patient. Fluid was still being removed but the patient was currently stable and the plan was to move them to intensive care unit. The pulmonary vein isolation (pvi) was done, but the case was abandoned before doing the flutter line. The physician's opinion at the time of the call was that no device was at fault. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 1-jul-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an 80-year-old female patient (61kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. The irrigation test failed since the luer hub was occluded with reddish material that could be dried blood, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number 30770370l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).